Event description:
It was reported that, "the pt underwent hip replacement surgery on (B) (6) 2004." It was further reported that, "after implantation, the pt began experiencing significant pain and discomfort in the area of his hip." It was further reported that "after implantation, the pt heard an audible sound emanating from the location of his hip." Further it was alleged that, "the pt's defective device was recalled by stryker howmedica corp on (B) (6) 2008 due to the detection of "mfg residuals."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available, due to the ongoing litigation.